Event description:
Have a lot of scarring due to the surgery and also got and get a lot of bladder infections. Lost interest in sex due to pain of feeling of something falling out. Diagnosis or reason for use: to lift the bladder.